Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the meter history revealed no recorded error 8 occurrences. The meter radio frequency passed testing and paired successfully with a test pump. Unrelated to the complaint, moisture was observed inside the meter remote.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (tactile error 8) issue. The reporter stated that the meter remote emitted an error 8 message while the user was testing blood glucose. The meter remote and pump were rebooted, and the meter remote paired successfully with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 05/22/2014- additional manufacturer narrative follow-up #1 header should read: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: